Manufacturer narrative:
Device evaluated by MFR: visual and tactile test of the returned device revealed that the tip of the catheter was missing approximately between 5cm and 9cm including the ro marker. No other visual, tactile issues or kinks were found. The dimensions of uncoated length and proximal shaft od were found to be within specification. A 0.0184¿ mandrel was introduced through the catheter hub and passed through the length of the catheter exiting at the other end without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that prior to a percutaneous coronary interventions (pci) procedure, the tip of the catheter detached. The indication for the index procedure was acute myocardial infarction. The target lesion was located in the 100% stenosed distal right coronary artery (dist rca). When a 130cm excelsior infusion catheter was taken out of the plastic packaging tube, the tip of the device got detached. The tip was disposed. The procedure was completed with another same device. No patient complications were reported and the patient condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that prior to a percutaneous coronary interventions (pci) procedure, the tip of the catheter detached. The indication for the index procedure was acute myocardial infarction. The target lesion was located in the 100% stenosed distal right coronary artery (dist rca). When a 130cm excelsior infusion catheter was taken out of the plastic packaging tube, the tip of the device got detached. The tip was disposed. The procedure was completed with another same device. No patient complications were reported and the patient condition was good.